Manufacturer narrative:
We evaluated the instrument and confirmed that one of the jaws broke off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instrument was in use for almost 9 years.

Event description:
Allegedly, during a robotic radical prostatectomy, one of the jaws of the grasper broke off into the patient's abdomen. The broken piece was retrieved from the abdominal cavity and procedure was completed successfully.